Event description:
It has been reported by clinical study for eu11 ceramic-on-metal v mom using m2a-38 cup in cementless tha (339) that the patient initially underwent a right total hip arthroplasty. Subsequently, the patient was revised on due to pseudotumors and infection. The patient was then removed from the study due to revision of components.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer for this product (item: 12-115130). This product will be reported by medwatch facility warsaw biomet ¿ (B)(4).

Manufacturer narrative:
(B)(4). Initial report. Foreign report source: (B)(6). Customer has indicated that the product will not be returned returned to zimmer biomet for investigation as it has been discarded by the hospital. Concomitant medical products: medical product bi-metric hap 12x140 mm, catalog #: 162032, lot #: 1772937. Medical product:-m2a-38 cup non flared sz 52mm, catalog #: 15-106052, lot #: 143810. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00231. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It has been reported by clinical study for eu11 ceramic-on-metal v mom using m2a-38 cup in cementless tha (339) that the patient initially underwent a right total hip arthroplasty. Subsequently, the patient was revised on due to pseudotumors and infection. The patient was then removed from the study due to revision of components.